Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 5/4 x 10mm (xiitp5410) was returned for investigation. Visual evaluation of the as returned product identified damaged internal and external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per was type I (high) bone density. The implant had been placed on tooth site #30(universal) and removed same day. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2020120260. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2020120260) was performed for similar event and no complaint about nonconforming products was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #30 was removed due to damaged threads. When torqueing down to 50 - stripped ,was unable to place implant to tissue level. Placed new implant.